Event description:
Per internal audit, a letter from the pt's daughter reported that the pt expired on (B)(6) 2010. The pt's daughter questioned the functionality of this device related to the pt's death. This device was not returned. This is all the info available at this time. Should add'l info become available, this report will be updated.